Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported the pt has experienced an increase in the ipg recharge burden. Whereas she would charge once per week shortly after implant, she now must recharge every three days. A new charging system was sent to the pt to rule out any external device issues. No pt complications were reported as a result of this event.